Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump was replaced due to the defectiveness. No further complications have been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was alarming again on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding the patient's implanted infusion pump containing morphine (30mg/ml at 11.993mg per day). The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient's pump began alarming on the morning of (B)(6) 2016. The patient's personal therapy manager (ptm) displayed code 8476, indicative of a motor stall. The patient was to follow-up with their hcp, and had an appointment scheduled for the following day. Additional information received from a hcp reported that a motor stall was confirmed by telemetry. The stall was noted to have occurred on (B)(6) 2016 at 03:42, and recovered on the same date at 15:03. The programmer magnet was not used initially for interrogation, and the patient had experienced no known electromagnetic interference. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.